Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-trabecular metal modular cups-cups-unk, lot # unk, item # unk, hip-unknown-liners-unk, lot # unk, item # 00771100900, femoral stem, lot # unk. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02166, 0001822565-2018-02167, 0001822565-2018-02168.

Event description:
It was reported that a patient underwent a revision surgery approximately 2 years post implantation due to patient allegations of pain, fluid, squeaking and clunking sensation, loosening, and metallosis. It was discovered that the cup's locking ring and poly liner had fractured. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00406.